Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. The patient has also experienced abdominal pain and infection. No add'l info was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tah/bso, cystoscopy, and culdoplasty due to sui. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to mesh extrusion, pain, infection, bowels problems, organ perforation (bowel), fistulae, recurrence, bleeding and vaginal scarring.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion- no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient concurrently underwent anterior repair of vaginal prolapse, extraperitoneal vaginal vault suspension, and cystourethroscopy.